Event description:
Per "hcp" - patient has multiple health problems including increasing pain and decreased function. In april, the patient complained of more low back pain. At the routine refill in june, the pt was again complaining of increasing pain and the pump was found to have a 7cc volume discrepancy-excess medication was found in the pump. The pump was tested with the rotor test and the rotor was found to be stalled. The pump was replaced.